Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) released all pockets and cleaned to remove debris from trays, ribbon cable connections were inspected and confirmed properly seated. Then the rear chassis hardware was checked and adjusted as needed to ensure stable connections. O validate the fix, a pocket diagnostic test was performed with results successfully uploaded, and multiple medications were accessed during a refill process without any issues, confirming normal operation.the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 failed to detect on bus. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.